Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one partial vaccess was returned inserted through the customer's introducer sheath. A visual inspection found bunching of the balloon material at the distal tip of the device. Additionally, the distal tip of the sheath was found to be flared and buckled. Therefore, based on the damage to the sheath, the bunched balloon material, and as the device was unable to be removed from the sheath, the investigation is confirmed for sheath-related retraction issues.the definitive root cause for the retraction issue could not be determined based upon the available information.

Event description:
It was reported that during the use of a pta balloon on an right upper arm graft, the device was allegedly difficult to retract from the sheath. The balloon and sheath were removed as a single unit. Reportedly, the same pta balloon device was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during the use of a pta balloon on an right upper arm graft, the device was allegedly difficult to retract from the sheath. The balloon and sheath were removed as a single unit. Reportedly, the same pta balloon device was used to complete the procedure successfully. There was no reported patient injury.